Manufacturer narrative:
Corrected data: these respective fields were inadvertently noted to be an adverse event and serious injury.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Gilbert, ruth e, et al,. Impregnated central venous catheters for prevention of bloodstream infection in children (the catch trial): a randomized controlled trial. Lancet 2016; 387:1732-42. The above referenced journal article reports the results of a randomized trial comparing three types of central venous catheters for the prevention of bloodstream infection. Patients were randomized to three catheter study groups: standard central venous catheters (n= 502), antibiotic- impregnated central venous catheters (n= 486) or heparin-impregnated central venous catheters (n=497.) Catheter thrombosis occurred in 125 patients (25%) of those in the standard catheter group, 126 patients (26%) in the antibiotic-impregnated catheter group and 105 patients (21%) in the heparin-impregnated group. This report addresses the patients entered into the standard central venous catheter group. The initial reporter states that the catch trial results showed a trend towards increased thrombosis but it did not reach significance. This is one of six medwatch reports being submitted to address the events identified in the journal article referenced above. Reference MDR numbers 1820334-2017-00827, 1820334-2017-01654, 1820334-2017-01655, 1820334-2017-01656, and 1820334-2017-01658.

Manufacturer narrative:
Age: children younger than 16 years. (B)(4). Investigation results: this complaint was initiated as a result of findings from the catch (catheter infections in children) trial. The catch trial was conducted to assess the effectiveness of any type of impregnation (antibiotic or heparin) compared with standard central venous catheters to prevent bloodstream infections in children needing intensive care. A summary of this trial was published in 2016. The doctor. The second author on the publication of this study, submitted a complaint to cook in which it was stated that they observed increased thrombosis, particularly in cvc lines blocking, in spectrum coated cvc's. The doctor also stated that there was a general impression by the team that there were "increased incidence of cvc lines blocking with difficulty sampling back or flushing the line" in antibiotic coated catheters. It was reported that "the catch trial results showed a trend towards increased thrombosis but it did not reach significance. The specific outcomes in each of these instances of "thrombosis" are unknown. In the catch trial, "thrombosis" was defined as "two episodes within 5 days of each other of difficulty flushing the central venous catheter or drawing back blood from the central venous catheter, one episode of swollen limb, central venous catheter removal because of thrombosis, or a positive ultrasound indicating thrombosis." In the course of the investigation, reviews of complaint history, documentation, instructions for use(IFU), manufacturing instructions, quality control, and trends were conducted and no issues were identified. The exact rpn's and lot numbers used in this study are unknown. It is assumed that the rpn's associated with this complaint include c-ud[t][q]lm devices without abrm or bh suffixes, based on the text within the paper. The devices related to the complaints were not evaluated as the devices have not been returned to the manufacturer to aid in the investigation. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. The device is shipped with instructions for use (IFU c_t_ulmbh_rev5) which recommend, ¿preliminary reports indicate that catheter size can influence clotting; larger diameter catheters tend to promote clots¿the catheter size should be as small as the use will allow.¿ the IFU also goes over standard flushing procedure and filling of lumens with heparinized saline solution to prevent clotting or embolus prior to catheter insertion. There are several possible reasons why such high thrombosis cases were reported in the catch trial which only looked at pediatric patients. In an interview with the doctor, she elaborated on some of these and discussed the study results in greater detail. It could be linked to various factors such as the case mix; e.g. They would expect to see thrombosis in pediatric cardiac patients who are ¿smaller and sicker¿ with small vessels and a low cardiac output regardless what cvc line is used. Additionally, the term thrombosis was defined in the catch trial as ¿two episodes within 5 days of each other of difficulty flushing the central venous catheter or drawing back blood from the central venous catheter, one episode of swollen limb, central venous catheter removal because of thrombosis, or a positive ultrasound indicating thrombosis¿. There are several failure modes included in that definition and the breakdown of occurrences of each is unknown. If a catheter is in a small vein and the side hole is against the vessel wall you may not be able to flush- this doesn't mean there is a thrombosis, but based on the catch definition if this occurred twice it would have been registered as a thrombosis. Based on the available information it is not clear if the leading cause to this event might be associated with the patient condition, the medical procedure or a malfunction of the device. Without visual, dimensional, or functional testing of the involved components or additional information, we are unable to determine with certainty what led to this failure mode. We are unable to determine a root cause at this time. A risk assessment was performed per internal processes and no further action will be initiated at this time. We will continue to monitor for similar complaints.